Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. Additional information was requested and the following was obtained: the hospital is doing there own investigation and will be keeping the device. The only additional information we were able to obtain is as follows: describe what tissue the device was on when it became stuck. Bladder. Describe the amount of tissue removed. Surgeon cut around the echelon60 jaw. Describe what was done to repair tissue that was removed. It was an open case so it was easier to repair. Was the procedure convert from lap to open as a result of difficulties? It was an open case from the start. Non-identifying patient information ¿ age, sex, weight and pre-existing medical conditions na. What was the condition of the patient following surgery ¿ stable, discharged, critical ¿ please explain. The patient had no issues the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Describe /quantify the amount of tissue removed. Describe what was done to repair tissue that was removed. Was the procedure convert from lap to open as a result of difficulties? Non-identifying patient information ¿ age, sex, weight and pre-existing medical conditions. What was the condition of the patient following surgery ¿ stable, discharged, critical ¿ please explain.

Event description:
It was reported that during an unknown procedure, the device was stuck and would not open. When giving instructions on how to open nurse stated the device had already been dissected from the patient. This is all the information available.